Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent following a fall. The fall happened two years ago while pt was iceskating and landed on the hip where the implant was. Afterwards the device worked for a month then it "shut off." Ever since the ins has worked intermittently. The device was checked and 1 out of 8 electrodes are currently working and the leads are in place but there was damage to the ins from the fall. Additional information was requested.